Event description:
In early 2009 at 07:20 am during a colonoscopy for anemia, a 7 mm polyp was noted in the right colon. Within seconds of initiation of cautery, a loud "pop" was heard. A colonic explosion had occurred when cautery was being applied. Cautery setting was coagulation 20. The procedure was aborted as blood and mesenteric fat were visualized. Pt transferred to hospital via acls ambulance.